Manufacturer narrative:
The axium prime coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device and/or additional information a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of a small unruptured aneurysm, this coil was pre-detached in microcatheter. The procedure was completed successfully. No patient injury was reported.